Event description:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. This spontaneous case was reported by a health professional and describes the occurrence of dysmenorrhoea ('pelvic pain throughout cycle') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "an attempt was made to implant the left device but the device mechanism failed and it would not unfold so the guide was removed with the device" on (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and dyspareunia ("pain during sexual intercourse"). The patient was treated with surgery (essure removed by laparoscopy and a bilateral prophylactic salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea had not resolved and the dyspareunia outcome was unknown. The reporter considered dysmenorrhoea and dyspareunia to be related to essure. The reporter commented: on (B)(6) 2016, the right device was implanted without incidents, with 5 rings in the cavity. An attempt was made to implant the left device but the device mechanism failed and it would not unfold so the guide was removed with the device and, given the endometrial conditions after the procedure, which made correct visualization of the left ostium difficult, the patient was given an appointment for the second implantation. On (B)(6) 2016, the left device was implanted without incidents, with 4 rings in the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2016: minimal passage of contrast through the left fallopian tube; on (B)(6) 2017: bilateral tubal obstruction. Ultrasound scan in 2018: correct positioning of both devices. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4) on 30-jan-2020. The most recent information was received on 13-feb-2020. This spontaneous case was reported by a health professional and describes the occurrence of dysmenorrhoea ('pelvic pain throughout cycle') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "an attempt was made to implant the left device but the device mechanism failed and it would not unfold so the guide was removed with the device" on (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and dyspareunia ("pain during sexual intercourse"). The patient was treated with surgery (essure removed by laparoscopy and a bilateral prophylactic salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea had not resolved and the dyspareunia outcome was unknown. The reporter considered dysmenorrhoea and dyspareunia to be related to essure. The reporter commented: on (B)(6) 2016, the right device was implanted without incidents, with 5 rings in the cavity. An attempt was made to implant the left device but the device mechanism failed and it would not unfold so the guide was removed with the device and, given the endometrial conditions after the procedure, which made correct visualization of the left ostium difficult, the patient was given an appointment for the second implantation. On (B)(6) 2016, the left device was implanted without incidents, with 4 rings in the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: minimal passage of contrast through the left fallopian tube; on (B)(6) 2017: bilateral tubal obstruction. Physical examination - in 2018: normal. Ultrasound scan - in 2018: correct positioning of both devices. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.